Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to have exceeded their shelf life. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to the patient¿s feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter stated that on (B)(6) 2017 at 1:30 am, the patient obtained a reading of ¿220 mg/dl¿ with the subject meter. The patient manages his diabetes with a combination of insulin (lantus 12 units daily) and oral medication (glyburide 5 mg twice daily). The patient reportedly took his usual dose of oral medication at 1:30 am in response to the elevated result and woke up at 9:30 am with symptoms of feeling ¿clammy, lightheaded and shaky¿. The reporter claimed the patient performed a blood glucose test with the subject meter at 9:30 am and obtained an alleged inaccurate high blood glucose reading of ¿260 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient reportedly took a glucose tablet at around 9:40 am as self-treatment for his symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr walked the patient through a control solution test and the result fell within the specified control solution range. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged inaccuracy issue began.